Manufacturer narrative:
A tonsil tip ignition was reported to the MFR. No pt impact. The device has been returned to the MFR for eval. Once the investigation has been completed, a f/u report will be submitted.

Event description:
It was reported that the tonsil tip ignited. No pt impact reported.